Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-48361, 1627487-2020-48362, 1627487-2020-48363. It was reported the patient is not receiving effective therapy due to high impedance on the drg lead at t10. During the revision the physician accidently removed all the leads. As a result, the leads were replaced restoring the therapy.